Manufacturer narrative:
Analysis: the sample disposition is unknown at this time; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Multiple attempts have been made to obtain sample disposition, patient demographics, and event details, but the information is unavailable at the time of this report. Conclusion: the actual sample was not received for evaluation. If additional information is made available or the sample is returned for evaluation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured when treating the external iliac artery. The health care professional (hcp) performed an atherectomy of the external iliac artery prior to treating the target lesion with the lutonix dcb. The hcp used another lutonix dcb to complete the patient's procedure. The disposition of the sample is unknown at this time. Multiple requests for additional information have been made, but additional information is unavailable. No adverse patient effects were reported.